Event description:
It was reported that during an implant procedure on (B)(6) 2021 the stylet was stuck inside the left ventricular (lv) lead. A new lv lead was used and implanted instead. The patient was stable.